Event description:
Complaint number: (B)(4).

Manufacturer narrative:
Due to the information by the customer two cardiohelps were involved with the serial#: (B)(6) for both serial numbers the device history record was reviewed as follows: serial#: (B)(6): device was manufactured in 09/2015. Therefore it cannot be concluded that productional influences could have led to the reported issue. Due to this no DHR review is necessary. Serial#: (B)(6): device was manufactured in 10/2015. Therefore it cannot be concluded that productional influences could have led to the reported issue. Due to this no DHR review is necessary. According to the e-mail from the ssu the customer confirmed that he is satisfied this is not a mechanical issue. Due to this fact the ssu provides the information that the customer cancelled the service and the device is back in use. Thus the failure could not be confirmed. Thus a most probable root cause could not be determined. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4310.

Manufacturer narrative:
A supplemantal medwatch will be submitted when additional information becomes available.

Event description:
It was reported that they had an issue with the venous pressure being positive on a previous case. The first cardiohelp and hls set, the pressure was reading -50. When they changed to a completely new cardiohelp and hls set, the pressure was then reading +5 to +10. They stated that "even when the circuit was changed again the pressure stayed positive and then all of the sudden went negative for a couple hours and then went positive again". No harm to the patient was reported. Complaint number: (B)(4).